Event description:
Rptr has suffered personal injuries from breast implants surgically placed in 3/88 during a bilateral breast augmentation. Rptr has experienced fatigue, pain, soreness, hardness in both breasts, numbness in her right arm and headaches.